Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been explanted at a surgical procedure as it was not capturing the tissue after a coronary artery bypass graft surgery (CABG) was completed, a week before. There is evidence suggesting that the (rv) lead was damaged during the CABG surgery. It was also commented that the patient almost went down but there was no syncope confirmed. The right atrial (ra) lead was also explanted as it came out with the rv lead. It appears that the ra lead was adhered with the rv lead at the superior vena cava. New rv and ra leads were implanted at the same procedure. No additional adverse patient effects were reported.